Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the basal software resumed insulin delivery while customer was 55 mg/dl. Cause for the low blood glucose (bg) level was due to basal iq not suspending insulin delivery. Customer's (bg) level ranged between 55-80 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.